Manufacturer narrative:
Concomitant product(s): a 419478 lead, implanted: (B)(6)2010; 5076-45 lead, implanted: (B)(6)2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular coil impedance warning showed the lead displayed low impedance. Following the first alert the clinic cleared it. The alert occurred two more times for the same reason. Additional information was requested and it was learned the patient was seen in clinic and revision of the lead was under consideration. Review of the manufacturers database showed the patient is deceased. The cause of death was requested and it was learned the patient died due to reasons unrelated to the lead impedance.